Event description:
Pt reported that their infusion set broke and, as a result, the infusion set cannula came out of their body. The pt experienced high blood glucose (>500 mg/dl). Pt reported that this ocurred three times with the same lot of infusion sets. No error messages were generated by the device. No treatment was received for the high blood glucose.